Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the impaction handle tip broke off during impaction. All pieces were retrieved. No surgical delay.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Additional narrative: corrected

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned device confirmed the reported breakage. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.